Event description:
A minimum fill notification was reported by the caller. The customer's blood glucose level was not adversely impacted, remaining below 500 mg/dl (27.7 mmol/l). The caller was attempting to load a new cartridge, and after cleaning the pneumatic tap area on the pump with an alcohol wipe or lint-free cloth as instructed, the issue was resolved by successfully loading the cartridge, allowing the patient to resume insulin delivery.